Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue appears to be related to loose or improperly seated connectors on the row board trays of drawer 3.2, row a. The field service engineer reseated the row board connectors for drawer 3 (both 1 and 2) and verified functionality using the hta (hardware test application), and all tests passed. Then the fse manually released the cubies after logging into the hta. The engineer then reseated the connectors on each row tray again. The final hta test also passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawers failed and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.